Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after receiving hv therapy, inappropriate hv therapy due to right ventricular lead noise was observed. It was noted that the patient missed few previous follow-ups. Fluoroscopy was performed and no anomaly was noted. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2017. The patient was in supraventricular tachycardia before and after the procedure. It was a pre-existing condition for which patient had ablation procedure previously. Patient¿s condition was good throughout.